Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0289408, medical device expiration date: 2022-01-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0258312, medical device expiration date: 2021-12-31, device manufacture date: (B)(6) 2020." Investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. There has been increased awareness for cleanliness and reduction of foreign matter in the plant. Several projects are in place that will help reduce the potential of introducing fm into tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k tubes, the device experienced foreign matter in tube; biological and non-biological. This event occurred with two tube lots; 0289408 for two tubes. And 0258312 for one tube. The following information was provided by the initial reporter. The customer stated: this is a report about foreign matter in tubes. According to the customer's report, thorn-like fm was found in tubes. With the use of the affected tubes, a sample error occurred although whether the above fm affected the error or not remains unknown.